Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had software error detected. The customer's blood glucose value was 15.6 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error 53 found in the device history due to software error.